Event description:
Unable to interrogate device. Three months ago, january 2006, battery voltage 2.65v with output of 2.4 @.5 ms. Rate with magnet is 90 bpm so device is not at eri. Rate without magnet is the programmed rate of 60 bpm. Patient says no MRI, surgery or anything similar. Rep was able to interrogate other devices using the same programmer, so not programmer issue. Rep said physician will change out device in a couple weeks at patient's discretion (after return from cruise).